Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system had startup issues on the afternoon of april 17, 2023. Log files analysis from the date of occurrence identified that the flexvision pc did not start up correctly, causing the system to not complete its start-up sequence. However, the system started up correctly the morning of april 18, 2023. A philips remote service engineer (rse) monitored the system for a week after the occurrence, and the system was returned to use in good working order after no further problems were observed. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and stuck at 00:00. Philips has started an investigation of this complaint.